Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 11-apr-2024, the patient's father reported that her son faced insulin flow block which led to high blood glucose level and the infusion set lasted for 3-4 days. No further information available.